Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the tip of the channel cleaning brush remained in the channel of the scope, as the wire was bent repeatedly causing it to break. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿after using, carefully check that no parts of the brush have fallen off inside the endoscope's suction channel. If this inspection determines that a part or parts of the brush have come off during cleaning, immediately retrieve them by passing a new instrument or other endotherapy accessory through the channel. Any part of the brush remaining in the channel after cleaning can drop into the patient's body during a subsequent procedure. Depending on the location of a detached part, it may not be recoverable by passing a new instrument or other endotherapy accessory through the endoscope's suction channel. In this case, contact olympus. Clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. Do not withdraw the instrument quickly from the equipment being cleaned. Doing so may cause operator's infection or irritation from the splashes of patient blood/mucus and detergent solution. Exchange this instrument for new one if the brush head is deformed (see figure 4) or the shaft is kinked or deformed (see figure 5). Using a damaged instrument may cause the shaft to be broken, and the broken shaft and/or brush head may remain inside the endoscope¿s channel. Do not withdraw this instrument from the openings of the endoscope at an extreme angle against the insertion direction or with excessive force (see figure 6). Withdraw this instrument slowly with the shaft straight against the insertion direction of the openings of the endoscope (see figure 7,8). Withdrawing the shaft at extreme angle may cause the shaft to be broken and the broken shaft and/or brush head may remain inside the endoscope¿s channel. After withdrawing this instrument from the endoscope, check that there are no abnormities of the brush. This instrument is intended for single use. Do not attempt to use this instrument to clean multiple endoscopes.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , the following inspection/evaluation were noted; visual inspection was performed, noted the device was sent without the channel brush part. Observation found the wire near the channel brush part was found to be broken. A magnification inspection check was performed and observation of the broken part of the wire revealed that the wire near the broken part was bent. There were no other abnormalities observed that could lead to the event reported . Based on evaluation findings, the reported issue could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported while cleaning with a newly opened brush, the tip of the brush was damaged during the second insertion, leaving part of the brush inside the scope. The issue occurred during reprocessing. There is no patient involvement on this reported event. No harm was reported. No user injury reported .